Manufacturer narrative:
Additional information was received that the patient will not be explanted. No further action will be taken. The patient was reportedly doing well.

Event description:
A report was received that the patient's ipg will be explanted due to stenosis in her neck.

Event description:
A report was received that the patient's ipg will be explanted due to stenosis in her neck.